Manufacturer narrative:
The customer reported that the AED will not power on but powers on with a spare battery pack and is prompting a service code. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and is prompting a service code. They did not report that this event occurred during patient use.